Manufacturer narrative:
(B)(4). The reported event occurred on an unspecified date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to remove the cap from an access set. This caused a delay in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.